Manufacturer narrative:
Event date is an approximation. Similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR.report numbers: 1221359-2022-04400.

Event description:
The customer reported unconfirmed false positive test results with the ID now covid-19 assay for two patients performed on unknown dates. This MFR. Report addresses patient two(2) of two (2). It is unknown if any repeat or confirmation testing was performed. Although requested, no additional patient information was provided.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m213187with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m213187and test base part number 190-430 / lot m213187. Quality control release testing met specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m213187 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.